Event description:
The home patient (hp) contacted the technical service representative and stated that the fluid he is draining out is very milky and he is not feeling good during his initial drain phase of therapy. The hp drained 221 milliliters (ml) in the initial drain and his last fill volume was 1000ml. The tsr performed trouble shooting methods and did not uncover any problems so he advised the patient to call his peritoneal dialysis nurse. Follow up conversation with the patient's nurse revealed that the patient had peritonitis. The patient went to the emergency room on (B)(6) 2010 and began antibiotic treatment (unknown) and is doing better.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during drain 4 / 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm and disconnect the hp. The hp revealed that the connection between the patient line and transfer set had come loose at some time during therapy and she reconnected and went back to sleep. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the loose connection, the hp explained that she might not have connected the tubing to the transfer set tightly enough causing the loose connection. Per hp, she resumed therapy the following night without any issues. Per hp, her effluent is clear and there is no sign of any infection. The hp did not have any injury or harm as a result of this incident. The hp confirmed that there were no defects on the transfer set or the cassette tubing. The hp did not know the lot numbers. No patient injury or medical intervention was indicated at this time.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation, the cause of the alarm was a loose connection between the patient line and transfer set. The lot number is unknown; therefore a batch review was not performed. In a follow up call by product surveillance, the patient stated that she might not have connected the tubing to the transfer set tightly enough causing the loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.